Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the complaint details, the post broke off of the insert approximately 10 years post implantation. Smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported tka revision could not be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to design of device, improper size of device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a post broke off the insert during use inside the patient. Al pieces were removed and nothing was left in the patient. A new insert was used to finish the procedure.